Event description:
Customer reported the insulin pump was not working properly and it was damaged which was not making it work. Customer stated the casing was cracked in three different spots. Customer's blood glucose was 268 mg/dl, treated with the device and it went back to normal. The cracks on the device are on three corners of the screen, near the reservoir, battery compartment, and the up arrow. Customer stated a couple of months prior to call the device fell. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.